Event description:
It was reported that the patient expired while on vacation. The device was interrogated during autopsy. The device detected af which progressed to a very fine vf which was undersensed. The device reported that the patient returned to sinus therefore, no therapy was delivered. The episode began around 9:45 am and the patient expired at 10:05 am.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and our automated testing equipment and was normal. No anomaly found. The device met all test specifications.